Event description:
A user facility reported that within the last months, the surgeon has noticed cell growth on the surface of the intraocular lenses (iols) after implantation. The surgeon reported that cell growth would occur one to two weeks after surgery. Cells grow between the lens edge and rhexis, as a result the rhexis contracts. Laser procedure is then necessary. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested.